Event description:
It was reported during a laparoscopic cholecystectomy the instrument handle and tip were put together. The scrub nurse tested the instrument. The irrigation and cautery did not work. The device was not used on a patient. It was replaced with another eph02 and eps02 which functioned properly. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.49537. Ees #.981044-1/j. Endopath electrosurgery probe plus ii: the handle was opened and the irrigation and suction tubing was found to be pinched closed. Based upon this discovery it was concluded that the release pin which holds the irrigation and suction buttons off the tubing during sterilization was either not fully inserted or was not used. However, no further conclusions could be made because there was no release pin returned with the instrument.